Event description:
The hcp reported that the onset/diagnosis of infection was 3/2006. The patient experienced fever, drainage and incisional wound opening. The primary location of the infection was the device pocket, catheter or lead track and lumbar region. A culture of the cerebrospinal fluid was taken and pseudomonas was isolated. The hcp reports that the patient does not have meningitis. Intravenous antibiotics were prescribed and the total device system was explanted. The infection resolved and no drug withdrawal was reported. The hcp reported "catheter had to be reimplanted 2 times and upon 3rd implantation, infection was noted".